Manufacturer narrative:
H4: the lot was manufactured between october 7-8, 2024. H11: the device was received for evaluation without containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. The infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor still had 100ml of medicine left in the chemotherapy pump. This was observed when the patient returned to the hospital on the fifth day of infusion for examination; the expected infusion time was 120 hours. The device was filled with saline and fluorouracil having a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.